Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited noise. The lead will most likely be replaced. No patient complications have been reported as a result of this event.